Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump had been shut off for 169 hours. Per the reporter they had called friday afternoon ((B)(6) 2013) and told him the patient was in withdrawal. The hcp had been managing the patient over the weekend with oral medication. The pump was used to deliver bupivacaine and morphine. Additional information later reported an inflammatory mass confirmed by imaging. The patient experienced lower extremity neurological pain. The pump and catheter were removed. Per the reporter once the catheter was removed the pain in the legs subsided. Additional information later reported a new pump and catheter were implanted. Additional information has been requested, but had not been received as of the date of this report.